Event description:
According to information rec'd, the pt was undergoing band ligation of esophageal varices. It was reported that the "bands did not deploy". Bleeding developed at the site of desired hemostasis and pt required surgical intervention. Info not available on medical or surgical course of pt while hospitalized. Pt had pre-existing anemia as transfusion was not an option "d/t" religious beliefs. Complaint product has been made available for evaluation.